Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of bent cannula with three infusion sets. The symptoms were noticed in 3 or more hours after insertion. The infusion set was used for 3-4 hours in each event. In one event patient experinced pain and cannula filled with blood. The site of insertion was abdomen and was rotated regularly. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.